Manufacturer narrative:
Root cause: potential alteration of staining in this case was due to improper operation of the compressor. The problem was solved by field service engineer with replacement or repair of the part. Following the replacement or repair, the instrument was fully operational within specifications, without errors and available for the user. Failure mode description: failure of the compressor, may result in false negative, background staining or uneven (weak, inconsistent) staining. This failure could be due to broken parts or malfunction causing air blow to not prepare all slides for dispense. The compressor failure mode described above has the potential to alter staining.

Event description:
Customer complaint record reported the event as follows: tissues failed to stain intermittently. No direct or indirect patient harm or user harm have been reported.